Event description:
Patient used the humalog 75 25 kwikpen and gave herself the insulin. When she pulled out the needle, the needle stayed in her skin. The patient went to urgent care to get the needle cut out. She was given a prescription for antibiotics: cephalexin capsule, 500mg.

Manufacturer narrative:
Results: the sample was not available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, a root cause for this incident could not be identified, (B)(4).